Manufacturer narrative:
Additional narrative: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, asr xl, right. Reason(s) for revision: infection (tested and positive culture confirmed. Update - alert date 26 sep 2016: received demographics / additional info - additional reasons for revision - pain / periprosthetic fluid collections / signs of metallosis, taken from attachments dated (B)(4) 2016. Added patient harms, additional hospital, patient dob, gender, age & age units, taken from attachments dated (B)(4) 2016. (B)(4). Update rec'd 26-sep-2016: medical records received. After review of the medical records for MDR reportability, the medical records also indicated the metal ion levels are above 7ppb. The records also mentioned osteolysis around the cup. Infection, pain, and metallosis were confirmed. The stem and taper sleeve are now being reported the for high metal ion levels. This complaint was updated on: 19-oct-2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Asr revision. Asr xl right reason(s) for revision: infection (tested and positive culture confirmed. Update - alert date (B)(4) 2016. Received demographics / additional info - see attachment dated (B)(4) 2016. Additional reasons for revision - pain / periprosthetic fluid collections / signs of metallosis, taken from attachments dated (B)(4) 2016. Added patient harms, additional hospital, patient dob, gender, age & age units, taken from attachments dated (B)(4) 2016. Ek (B)(4) 2016. Update rec'd (B)(4) 2016: medical records received. After review of the medical records for MDR reportability, the medical records also indicated the metal ion levels are above 7ppb. The records also mentioned osteolysis around the cup. Infection, pain, and metallosis were confirmed. The stem and taper sleeve are now being reported the for high metal ion levels. This complaint was updated on:(B)(4) 2016. Update (B)(4) 2017: email notification from kennedys received. There is no new information. This complaint was updated on: (B)(4) 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.